Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The catheter broke after 224 days of being placed in the pt. It was placed on (B)(6), 2012 and broke the (B)(6), 2012. The catheter is located in the right subclavian. Dysfunctional air layering has been detected in the system. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.